Manufacturer narrative:
The investigation is ongoing. Additional information will be provided upon conclusions of the investigation.

Event description:
Arjo was informed about enterprise 8000x malfunction, which occurred in (B)(6) hospital in (B)(6). It was reported that all the lights were flashing on the control panel. During device evaluation, it was also observed that the bed's frame was bent and there was the unacceptable distance at the head end radius arm clip. The photographic evidence proved that the radius arm did not detach from the bed's frame and the bed did not collapse. There was no information regarding patient involvement. No injury or other medical consequences were reported. The malfunction decided to be reportable due to the fact that the unacceptable distance may lead in the specific circumstances to the radius arm detachment and bed's collapse.

Manufacturer narrative:
On 13-jun-2019 arjo was informed about the enterprise 8000x bed malfunction. It was reported that the lights on the safety side rail panels were flashing. During evaluation of the device carried out by arjo representative it was confirmed that there was intermittent break in wiring. Also the technician evaluation revealed that the bed's frame was bent and there was unacceptable distance at the head end radius arm clip. The radius arm did not detach from the bed's frame and the bed did not collapse. There was no indication regarding patient involvement. No injury or other medical consequences reported. The analysis of this problem carried out by the manufacturer revealed that the radius arm would not detach when the bed is handled in accordance with the instruction for use. The simulations showed that two potential situations can lead to this malfunction. The first one when the backrest is locked with the obstacle e.g. Windowsill (in the position of 45 degrees) and pushed till the actuator limit, then the bed is gently pulled by the foot section of the bed leading to the radius arm detachment. And the second one when the obstacle is put between the base frame and radius arm. Based on that, it can be concluded that the reported malfunction (unacceptable distance) itself could not lead to the radius arm detachment and bed's collapse and could not compromise the patient's safety if the bed is used according to the procedure described in IFU. Additionally, it should be emphasized that the instruction for use dedicated to the enterprise 8000x bed (746-585-UK rev.3) includes information and warnings, which are mandatory for the safe and effective use of the bed, including the safety of patients and caregivers. It is indicated that: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement". If this warning is followed, there is no risk regarding the radius arm detachment. 100% manufactured enterprise 8000x beds are checked during quality inspection to verify the required product specifications and check whether the acceptable performance criteria are met. At the time of inspection also the distance is verified at the manufacturer site. The acceptable distance is 4.2 mm, if the gap is bigger, the bed cannot be released for use. The DHR for the bed with the serial number: (B)(6) was reviewed - no anomalies were recorded concerning claimed bed at the time of manufacturing process. It confirms that at the time the bed was released for distribution, it was fully operational, and measured distances were within identified manufacturer's specification. The manufacturer defect was ruled out to be a cause of the problem occurrence. The inspection carried out by arjo representative revealed that the c-clip securing radius arm was still firmly located in place but the distance between the retaining clip assembled on sub-frame spigot and bearing assembled into radius arm was about 6 mm. Based on that, it can be concluded that the measured gap in the claimed bed was not in the range of acceptability. The exact cause of these issues could not be determined based on the information gathered, however bent and deformed frame at the middle section can confirm the above mentioned cause. It can be also confirmed basis on the device history record that the device met the manufacturer's specification before was released to the customer. In summary, the enterprise 8000x did not meet the manufacturer's specification. There was no indication regarding patient involvement at the time the malfunction occurred. The complaint decided to be reportable due to the fact that the unacceptable distance t under specific circumstances (described in the section above) may lead to the radius arm detachment and bed's collapse.